Event description:
It was reported the patient had anxiety that required intravenous sedation. The event was considered resolved.

Manufacturer narrative:
Concomitant: product ID 3387, product type lead. Product ID 3387, product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, product type: lead. Product ID 3387s-40, lot# v9 86836, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the anxiety was related to the implant procedure and study. The suspected caused was unknown.